Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that communication bus issue was due to controller board connector. A field service engineer reseated the controller board connector and adjusted back panel to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system pockets in the drawer 2 were not detected on communication bus during chemotherapy. Customer stated that they had delay to patient care and in accessing all the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn 16004516 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16004516 was performed from 07-jun-2022 to 06-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the controller board connection issue. The field service engineer reseated the controller board connector and adjusted the back panel to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system pockets in the drawer 2 were not detected on communication bus during chemotherapy. Customer stated that they had delay to patient care and in accessing all the medications. There were no adverse events or injuries reported based on this incident.